Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The surgeon, reported the following event to the sales rep, during surgery, when un-tightening the screw, the tip of the screwdriver fractured. The screwdriver broke close to the screw thread so the fragment could not be retrieved. The surgeon completed the surgery successfully, without adverse consequences for the pt.